Event description:
During a shoulder instability procedure the surgeon was using a 2.3mm osteoraptor suture anchor, intra-operative the anchor reportedly broke upon inserting into the patients bone. The anchor was removed and the procedure was completed with a backup device. Site preparation and patient bone quality was not provided. No patient injuries or complications were reported.

Manufacturer narrative:
(B)(4).